Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient's cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42-43 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. He was experiencing adhesive issues and reported that the pod was not sticking well to his skin. Patient is a singer and was on the stage performing when his pod fell off, causing the cannula to dislodge from the infusion site. To treat his elevated bg levels, the patient administered correction boluses using insulin pens.